Event description:
No new information.

Manufacturer narrative:
Based on information gathered during the investigation. A sr quality assurance engineer determined that the alleged device issue was likely not due to a component level malfunction as adjusting the therapy settings resolved the alleged issue. This issue was resolved for the customer by changing the therapy mode to automatic maximum cooling.

Event description:
It was reported that the altrix had been switched from cooling to warming and the patient temperature decreased. The altrix was set to auto/max, patient 35.9, water 40, target 37, second temp 35.5.